Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, on compressing the pump the cylinders were not filling with saline.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. No functional abnormalities are noted with the pump or the detached connector. The information received indicated on compressing the pump the cylinders were not filling with saline, but because no functional abnormalities were noted with the returned component, quality cannot confirm the complaint as reported.